Event description:
Patient scheduled for ureteroscopy with laser lithotripsy, vendor rep was operating laser equipment when the laser foot pedal did not function. Pedal required repair extending anesthesia time for patient.